Manufacturer narrative:
Report inconclusive. The device has been returned and is still pending their evaluation results. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 63 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of footed part broken during surgery. It was reported that there was no patient involvement. Repair request escalated to a product event based on reason for return.

Manufacturer narrative:
Report confirmed. Evaluation determined that the leg of the attachment was detached. The likely cause of failure is corrosion due to inadequate preventative maintenance. It was also noted that tool was unable to be inserted inside the attachment, bearing, bur guide and spacer assembly was found corroded, and the distal bearing was found detached. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 63 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was noted that the event happened prior surgery, confirming initial report that there was no patient involvement associated with the event.